Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was initially planned for a patella revision based on the patients' complaints and unresurfaced patella. Dr. (B)(6) in (B)(6) did the original surgery in (B)(6) 2015. After the knee was exposed dr. (B)(6) used a mallet and wedge impactor to check to see if the components were stable. After two moderate blows with the mallet the cementless femoral component came off the patients' femur. He then directed his attention to the tibia and saw some "hydraulic effect" or the appearance of some potential loosening. He decided to remove the titanium baseplate which came off with some effort with osteotomes and gentle sawing. He stated he removed the tibial device because the stability of ingrowth was in question. Revision triathlon ts components were then implanted after preparation for those devices. Patella was also resurfaced.